Manufacturer narrative:
One cadd® prizm vip ambulatory infusion pump was returned for analysis. The customer's reported problem was "failed volume test +6.1% for fluid delivery". Visual inspection found the pump to be in good physical condition. Review of event log revealed no evidence of the reported problem. The customer's reported problem regarding delivery accuracy was not able to be duplicated. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The pumps expulsor will be trimmed in order to bring the delivery into more nominal of a range.

Event description:
It was reported that a cadd® cadd-prizm® vip system failed flow test +6.1%. No report of known impact or consequence to patient.

Manufacturer narrative:
One cadd-legacy plus, model 6500 was returned in good condition.the customer's concern regarding over delivering was unable to be confirmed. Delivery accuracy testing found the pump's average delivery error to be within the published specification of +/-6%. The customer's complaint was not duplicated but the pump was found to have a positive delivery average error. The pump expulsor was trimmed in order to bring the delivery into more nominal of a range the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.